Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on the anterior side assessed as surgical damage. Additional observation: crease observed on the device. Wear abrasion observed on the device. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported "explant surgery did not take place as originally scheduled". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.